Event description:
Caller reported a malfunction on the pump, which occurred after the battery died upon turning it on, with no notable events happening prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Caller was advised to continue using the pump.